Manufacturer narrative:
(B)(6). Investigation summary: one photo was provided. It shows a syringe with no barrel scale, therefore failure mode is verified. The device history record review documented an issue of missing print. A barrel got stuck between the barrel prep dial and the main dial. The barrel was removed and affected parts were removed and segregated. The sample provided was an escape from that incident. Investigation conclusion: this is the 2nd complaint for the lot # 8023788 for the same defect or symptom. Previous complaint (B)(4). It is documented an event of missing print; a barrel got stuck between the barrel prep dial and the main dial, the barrel was removed; affected parts were removed and segregated. Root cause description: a barrel got stuck between the barrel prep dial and the main dial. The barrel was removed and affected parts were removed and segregated. The sample provided was an escape from that incident.

Event description:
It was reported that bd¿ syringe ll bns had no measurement label on it. Customer¿s verbatim: ¿ the syringe has no measurement print on it, is blank.¿